Event description:
It was reported to the aci sales professional that a patient underwent a coronary intervention procedure on (B) (6) 2010. Peri-procedural heparin was administered, and access was obtained via a 6f sheath. A trained physician proceeded to use the mynx for femoral arterial closure following the procedure. Hemostasis was achieved successfully. Later (exact time unknown), the patient developed a hematoma. Manual compression was applied, however, the hematoma could not be controlled. The patient was taken to surgery to evacuate the hematoma. Additionally, a transfusion was given because the patient had lost blood (unable to obtain exact amount of transfused blood). At the time of last report, the patient was reported to be doing fine.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the limited information provided, the cause of the reported hematoma could not be determined. It was reported that hemostasis was achieved with the mynx, therefore there is no indication that the device did not perform as intended. Furthermore, the exact timeframe of when the hematoma occurred is unknown, therefore the circumstances for which the hematoma occurred and the relationship of the late occurring hematoma to the mynx device or mynx procedure could not be conclusively determined. In addition, hematomas are anticipated complications of catheterization procedures, regardless of the use of closure devices. They can also occur with manual compression. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.